Event description:
It was reported that during a transcatheter aortic valve implantation procedure in a patient with a heavily calcified sievers type 1 bicuspid aortic valve with right coronary cusp/left coronary cusp (lcc) fusion and a spear of calcium in the annulus and left ventricular outflow tract, a self-expanding valve was chosen due to the high concern about annular rupture. A pre-implant balloon dilation was performed using a 16mm x 4mm non-medtronic balloon to address calcification and bicuspid anatomy. The delivery catheter system (dcs) was inserted up to the annulus, but was unable to cross over the non-medtronic guidewire. The dcs was withdrawn and a second balloon dilation was performed using a 20mm x 4 mm non-medtronic balloon. Another attempt to cross the valve with the dcs was unsuccessful. Subsequently, a third vascular access was obtained via the left femoral artery and a snare was inserted into the abdominal aorta. The guidewire was removed and reinserted through the snare, the valve was crossed, and the guidewire was exchanged for a dif ferent non-medtronic guidewire. The dcs was reinserted through the right femoral artery and advanced successfully across the annulus with the assistance from the snare. The valve was deployed to a depth of 3mm on the non-coronary cusp and the lcc; however, the valve was noted to be under-expanded with severe paravalvular leak (pvl) around the lcc. The valve was recaptured and redeployed, but the under-expansion remained present along with an infold in the valve frame. The valve was recaptured and withdrawn after the two deployment attempts, and the case was converted to a non-medtronic valve, which was successfully implanted. However, moderate pvl remained present. It was noted that the medtronic valve was partially deployed on the back table and an infold was visualized from the inflow to the outflow of the valve. The procedure was delayed by one hour due to difficulties in crossing the annulus with the dcs and valve.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012414838); product type: 0195-heart valves; non-implantable device product ID l-evolutfx-34 (lot: 0012397885); product type: 0195-heart valves: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.